Manufacturer narrative:
Review of programming history.

Event description:
Additional information was received. The reoccurrence of grand mal seizure was not related to vns. The physician noted that there was no change and it was working. There had been no settings changes prior to (B)(6) 2013. Settings were adjusted.

Event description:
On (B)(6) 2013, this vns patient reported that, around thanksgiving time, she began to have grand mal seizures again after not having had them for several years. The patient believed it may have had something to do with the magnet. The patient was seen by her neurologist on (B)(6) /2013 and settings were increased: prior to this appointment, the patient's settings hadn't been changed; there were no recent medication changes; and there were no other external changes or trauma. The patient believed the gm seizures may have been due to the stress of the holidays but could not verify. The patient also indicated that she could not perceive normal stimulation. The device was checked at the appointment with normal battery status. A battery life calculation performed indicated 6.65 years remaining. Attempts for additional information have been unsuccessful.